Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered while playing hockey, and no longer functional. Reportedly, the touchscreen no longer responds to presses. There was no reported impact to customer's blood glucose level. Contact indicated they have back up manual injections for continued insulin therapy.